Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo.

Event description:
It was reported that the right ventricular (rv) lead that was explanted due to upgrade and subsequently tested out of specification on analysis. No patient complications have been reported as a result of this event.